Manufacturer narrative:
The insulin pump had alarmed button error followed by un responsive buttons due to corroded keypad traces. The device was device was received with cracked case at lcd window corners, battery tube threads and reservoir tube lip. No traces of moisture no were noted at electronic or motor per visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.